Event description:
Information received a smiths medial ambulatory infusion pumps/cadd extension set leaked. Reported by the patient installed her extension set on saturday (B)(6) 2020 and noticed a leak at the filter of the extension set during the night between (B)(6) 2020 and (B)(6) 2020. The patient changed her extension set. Patient felt tired but had realized the leaking quickly.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.